Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited high capture threshold. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received notes that the issue was first discovered in clinic. The right atrial lead exhibited failure to capture.